Event description:
It was reported by that during an unknown procedure, the the teflon pad melted when the jaws were closed. No patient consequence was reported.

Manufacturer narrative:
Date sent: 2/10/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.